Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
A stryker representative was at an industry panel/external talk. One of the participants noted that her father has a stryker hip that required a revision surgery.